Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an peroneal tendon repair procedure, the device suture did not dissolve leading to an infection. To resolve the issue the patient needs to have antibiotic medication and debridement of the affected area.